Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target lesion was about 40 x 17 x 9 millimeters (mm) in size and located in the left apex, abutting the pleura. A 2 centimeter sized pneumothorax was identified via c-arm fluoroscopy towards the end of the case. Follow up imaging showed that the pneumothorax size had increased within 30 minutes. The patient experienced coughing. A chest tube was placed, and the patient was hospitalized for 24 hours, then subsequently discharged home. The physician reported that the ion needle caused or contributed to the event; however, there was no device malfunction experienced during the procedure. The pneumothorax was believed to have likely occurred via another modality.